Event description:
It was reported that the patient¿s therapy was not working for them anymore and they were not feeling stimulation. The patient had a loss of therapeutic effect and had the device for constipation and for their colon and to help them go to the bathroom. The issue began when the patient moved and that was on (B)(6) 2014. The patient usually went every 4 days but lately they had gone 7 days without having a bowel movement. The patient didn¿t know if it was stress from the move or what could be affecting it. The patient didn¿t let it go longer than 7 days without taking laxatives to prevent getting backed up and causing pain. The patient just turned it up from 5.0v to 5.5v today and was wondering if that would even help. The no stimulation sensation also began when the patient moved. Most of the time they would feel the sensation every once in a while when they would move or do exercise and felt a shock in their body on the left side. The patient felt that when they made the adjustment today but again now they were not feeling it. The patient had lost a lot of weight and had to force themself to eat and they hadn¿t been on their normal schedule since the move. The patient was taking stool softeners twice a day, usually 4 a day. The patient used the antenna and was on program 1 at 5.5v. The patient changed to program 2 at 4.9v. It was noted that the patient did not have a health care provider (hcp) and they had ocd. It was further reported that the patient could not get stimulation to adjust with their patient programmer and the patient did not realize there were 2 different numbers on the programmer. The patient was set at 4.5v on program 2 and decreased to 3.5v. The stimulation was too much and overpowering and that was why they wanted to decrease it. The therapy was not helping or working for the patient and they hadn¿t gone to the bathroom in 5 days. The patient had tingling and twitching on the left side and on their left leg and butt check but it happened when the patient adjusted stimulation. Since the patient moved they were feeling the twitching because of adjusting stimulation and switched medications and they were not sure what was causing it. Decreasing stimulation seemed to help with the twitching. The patient had an appointment with their family hcp next week and would inform them of the information. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0c2cf, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).